Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline was clinically silent, seen on MRI scan. No actions were taken. The event resolved on (B)(6) 2021. The event was possibly related to procedure and device. The patient was being treated for an aneurysm in the left middle cerebral artery. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 7 mm. Aneurysm dome height: 11 mm. Aneurysm dome width: 7 mm. Aneurysm neck size: 2.5 mm. Parent artery diameter distal to aneurysm: 2.3 mm. Parent artery diameter proximal to aneurysm: 3.2 mm. Significant stasis at the end of the procedure. Complete neck coverage at the end of the procedure. Raymond and roy occlusion class 3 at the end of the procedure. Wall opposition was achieved. Additional information received reported sub acute infarct caudate head. ¿clinically silent, seen on MRI scan¿ is the ae description reported by the site. This would be interpreted as no symptoms (i.e. ¿silent¿), but infarct was identified via imaging. Site did not report any actions taken and assessed as probable to index procedure and pipeline vantage and not related to ancillary device or dapt. The patient recovered/resolved with sequelae. Additional information received reported that per cec adj: causal to index procedure, possibly related to device vantage, not related to ancillary or dapt. Additional information received that the adverse event has resolved/recovered. Site assessment adjudicated conclusion noting the cerebral infarction/stroke event was possibly related the study device (artisse) and the index procedure.